Event description:
It was reported that a user experienced difficulty pairing a new dexcom g7 sensor to the ilet pump after successfully pairing it to the dexcom app, and support guided the user to toggle the cgm setting between g6 and g7 on the pump and re-enter the pairing code, after which the pump entered pairing mode as expected. Symptoms included no adverse clinical effects. Outcomes included no interruption requiring medical care and no alerts or alarms reported. Investigation included technical troubleshooting and user education. Investigation of this case revealed that the device entered pairing mode after settings were adjusted and the code was re-entered, indicating successful initiation of pairing. It was concluded that the event was resolved through guided setup without device malfunction.